Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient presented with inappropriate mode switches due to oversensing on the right atrial lead that was noted in clinic. Noise was reproduced via isometrics and lead impedance was stable. Programming changes were made but the inappropriate mode switches were still present. The lead was replaced and patient was stable.